Event description:
Customer reportedly received results of 7.1 mmol/l and 16 mmol/l within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B) (6).

Event description:
It was reported that during an a-flutter ablation procedure there was a perforation in the right ventricle. Pericardiocentesis was performed and a chest tube was placed in the patient.